Event description:
System error 2440 occurred during dwell 3 of 4. The patient found a leak during set-up. The leak area was not identified. The patient reported he used the scissors to open the overpouch. The call center staff explained to the patient, and he took off the kit.

Manufacturer narrative:
(B)(4). No further information is available. If the sample and evaluation results become available, a follow up report will be submitted.